Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 3.2 and blood glucose was 6.3 mmol/l. While customer attempted to clear alarm and calibrate, calibration failed. It was reported that issue normally occurred at school and not at home. Sensor was replaced.